Event description:
A report was received that indicated during use on a patient, the cannula broke off the administration set and remained inside the patient. Patient contacted their physician who did not recommend any action. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.